Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited high capture threshold, and r wave amplitude variation. Capture loss was noted. Additionally, the rv lead was observed to crimp. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of the lead becoming wrinkled, failure to capture, and r wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.